Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate mode switches. Additionally, insulation damage was seen at the time of lead extraction. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.